Manufacturer narrative:
Aneurysm enlargement, type ii endoleak.

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 7 to 7.5 cm abdominal aortic aneurysm approximately 7.5 years ago. The aortic neck was 2cm long and 25 mm in diameter. The distance from the renal arteries to the aortic bifurcation was 150 mm, and there was 50% stenosis at the transition between the aortic bifurcation and the right common iliac artery. The pt also had a small type ii lumbar endoleak at the time of implant, which had sealed several months post-implant. It was reported that the aneurysm was stable for many years at 7 to 7.5 cm in size; however, in a f/u approximately 1 month ago, the aneurysm had increased in size to 10 cm w/o evidence of an endoleak. There was well formed thrombus in the aneurysm sac. The physician elected to explant the stent graft with successful results. The explanted stent graft is returning to medtronic for evaluation.